Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 597 mg/dl, 425 mg/dl, 320 mg/dl, and 224 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.